Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) female patient had a skin irritation under the front two therapy electrodes. The electrodes reportedly pushed into the patient's skin causing her skin to break and to bruise. The patient's skin was rubbed raw and was bleeding in some spots. The patient's physician suggested cornstarch to treat the skin irritation. Follow-up indicated that the patient's skin irritation was improving.